Event description:
It was reported that the surgeon was attaching an msi-pm injector and the haptic of a competitor's lens twisted and was damaged. There was no patient contact. The surgeon felt the likely cause of the iol damage was due to the injector and forceps/handling. Additional information has been requested from the facility, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.